Event description:
It was reported that on (B)(6) 2022 the pump was implanted and the dose of lioresal was titrated from 50 mcg/day to 130 mcg/day. It was reported in (B)(6) 2023, 3 weeks after discharge, the patient had an increase in limb spasticity. It was reported on (B)(6) 2023, the pump was refilled with 20 ml of lioresal 1000 mcg/ml and the dose was titrated from 130 mcg/day to 280 mcg/day without significant effect. It was reported on (B)(6) 2023, the pump was refilled with 20 ml of lioresol 2000 mcg/ml and the dose was titrated from 280 mcg/day to 320 mcg/day without significant effect. It was reported on (B)(6) 2023, a lumbar puncture and screening test with lioresal (1 ml - 50 mcg) were performed. It was reported positive results were obtained in the form of reduced limb spasticity and increased amplitude of motion in the hip and knee joints. It was reported "it is impossible to exclude the inconsistency of the baclofen pump" and indications of a pump revision was formed. It was reported on (B)(6) 2023 a pump revision was performed. It was reported that during the operation there were no mechanical damage to the catheters and pump detected and the postoperative period went smoothly. It was reported the patient still had increased limb spasticity. It was reported on (B)(6) 2023 the pump was stopped and a lumbar puncture and screening test with lioresal (1 ml - 50 mcg) was performed with positive results of reduced limb spasticity and increased amplitude of motion in the hip and knee joints. It was reported on (B)(6) 2023 the pump was replaced. It was reported that during the revision of the spinal catheter, there were no mechanical damage to the catheter that was detected. It was reported that after disconnecting the catheter from the pump, cerebrospinal fluid flowed from the catheter was observed. A new pump (8637-20) was implanted and filled with 20 ml of lioresal 1000 mcg/ml. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight was asked but unknown. The patient's medical history includes no pre-existing conditions, only cerebral palsy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.